Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, a yellow tab from the shipping wedge was discovered in the body cavity and was retrieved using graspers. There was no patient injury.